Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing (2000 mcg/ml at 1119.2 mcg/day) via an implantable pump for unknown indications for use. It was reported that the nurse stated they did a refill of the pump today and the expected reservoir volume (erv) was 4.4ml and the available reservoir volume (arv) was 10.5ml. The nurse stated the patient was asymptomatic and the pump logs showed no alarms. The nurse stated the refill procedure was unremarkable, that they usually see a 2ml difference in volumes when doing refills on this pump but was thinking there may have been one time where it was a little more.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8784, serial# (B)(6). Implanted: (B)(6) 2015. Product type: catheter. Product ID 8782 lot# serial# (B)(6), implanted: (B)(6) 2015. Product type: catheter. Product ID 8784, serial# (B)(6). Implanted: 2015-10-09 explanted: product type catheter product ID 8782, serial# (B)(6). Implanted: (B)(6) 2015. Product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) clarified that the pump replacement took place on (B)(6) 2022. The hcp reported that during the pump replacement, there were no spontaneous csf (cerebrospinal fluid) flow from the catheter when disconnected and no flow from the side port. Gentamicin was injected through the side port without resistance. It was noted that the catheter was patent.

Manufacturer narrative:
Continuation of d10: product ID: 8784, serial# (B)(6), implanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(6), implanted: (B)(6) 2015, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-mar-18, additional information was received from the healthcare professional (hcp). Patient weight was provided. The cause of the volume discrepancies was requested and the hcp stated that "no cause found." The circumstances that led to the event was the patient was having a routine pump refill when the discrepancy was identified. The hcp spoke with the manufacturer regarding the situation. The hcp instructed nursing to monitor the patient. The hcp stated they would test the catheter during pump replacement on (B)(6) 2022. The event was reported as resolved.